Event description:
Implant surgeon, reported to our sales rep that he was performing a surgery procedure. During this procedure it was not possible to insert the set screw into the g3 nail. He took another set screw and the same thing happened again. Therefore he decided to remove the nail. During removal a second bone fracture appeared. He changed to a long g3 nail and could complete the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Same pt event as MDR 9610622-2012-00355.